Event description:
Rn obtained primary tubing to load into large volume pump. Once the tubing was removed from package to be loaded, it was found that the tubing was not correctly assembled. The white plastic piece that fits into the bbraun large volume pump was backwards on the tubing, not allowing it to fit correctly into the pump. New tubing required to be obtained.